Event description:
The rptr stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's left eye (os) in 2008. The lens was explanted on the same day, due to excessive vaulting. The lens was exchanged for shorter lens.